Event description:
A dialysis facility reported that a few minutes after a hemodialysis treatment was initiated, the machine gave an air detector alarm and air was observed in the extracorporeal circuit. The source of air was believed to be the connection between the permanent catheter and the arterial line. New lines were set up and treatment was resumed. After about 10 minutes, air was seen in the lines and large bubbles were found in the venous and arterial chambers. There was reportedly no machine alarm. The pt became cyanotic and was gasping for air. The patient was placed in left trendelenberg position. Saline and oxygen were administered and the pt was taken to the hosp.